Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The impella device was returned and evaluated. Visual inspection found a crack on the luer. The leak was confirmed from the crack of the yellow luer of the pss under leak test. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that during impella cp support, there was a leak at the purge arm at the yellow luer lock. The staff performed a purge sidearm bypass and cleaned the sidearm retainer. The purge cassette was removed and reinserted and the event resolved successfully. No patient harm has been reported.